Event description:
It was reported that an unspecified malfunction/issue occurred. Approximately some time in (B)(6) 2024, the patient diabetic ketoacidosis (dka) the first week of october (approximate) and was in the intensive care unit (ICU) for three days. The behavior of the display device during that time was not documented, but she was reportedly wearing the dexcom sensor. The treatment and length of stay were not reported. Additionally, it was mentioned that the patient's "omnipod dash" was not working; however, no further information was provided by the patient. Attempts to contact the reporter for more details about the episode were unsuccessful. No product or data was provided for investigation. The allegation was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). 3004753838-2024-308122 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The patient clarified that they were not in an active senor session during the event.